Manufacturer narrative:
11/13/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - 12/03/2015 a medtronic representative, following-up at the site, reported the flickering took place during the procedure adjusting the cable seemed to correct the issue. The medtronic representative did a full system check-out and reported issue could not be replicated. - no parts have been received by manufacturer for analysis.

Event description:
A site registered nurse (rn) reported that, while in an ear, nose & throat (ent) procedure, their navigation system monitor was flickering. The entire display would flicker black and then come back. The rn adjusted the cable on the monitor and that seemed to fix the issue, however, the flickering came back. No further details were provided, including rn name and contact information. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.